Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A board was replaced. The system is operating as intended.

Event description:
The customer reported that the stenoscop system displayed an error message. No patient injury was reported.